Event description:
A patient allegedly received "a rash and blister" while using a i20 (small) model of iontophoresis electrode. Secondary medical treatment was administered in the form of a "hydorcortisone creamy zyrtec" to treat the rash and blister. At the time the inital report was submitted to the manufacturer no scarring was anticipated by the reporting healthcare professional. The protocols set forth in the device labeling specify a maximum total dosage of 40 ma-minutes, however the maximum total dosage administered with this event was 80 ma-minutes. This is double the specified total dosage and is likely the cause of the rash and blister. Additionally the protocols set forth in the device labeling specify a maximum application current of 1.5 ma, however the maximum application current administered with this event was 2.5 ma- 4.0 ma. This may be an additional cause of the rash and blister. Additionally skin irritation and burns or blisters are known adverse events related to iontophoretic drug delivery. The electrodes involved in this event have not been returned to the manufacturer at the time of this report and it is not likely they will be returned to the manufacturer for evaluation additionally the lot number of the electrodes involved in this incident has not been made available to the manufacturer. The information contained in this report is considered complete and no follow-up report is anticipated.